Event description:
No additional information was provided

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - leakage other. One sample was provided to our quality team for investigation. Upon evaluation, it was observed that syringe has the barrel cracked all the way through along the side. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 1152173. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1152173 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: just emailing to inform you of a fault with the bd plastipak 10 ml syringes. Lot code is 1152173. It was noted by dr. (B)(6) when using them with a patient there is a split down the syringe causing leakage of medication. Can you please feed back to the company. I have asked her to complete an incident form. I can leave the syringe in the lily clean utility if needed. Additional information provided: 1) was patient or user harmed? If yes, please explain - no. 2) could you please provide an event occurrence date? 23/01/2025. 3) could you please share the sample status contaminated or not? Yes. 4) sample availability: yes. Could you please confirm if any samples are available for investigation? If yes, please specify if the samples are: unused (before use). Used (during or after use) - yes. Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.